Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 60cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The performance of the returned lead fragment was scrutinized. The inspection revealed a deformed is-1 connector pin and cuts into the insulation 42cm and 51cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported increased thresholds and loss of capture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to increasingly high thresholds and loss of capture. No adverse patient events reported. Should additional information become available, it will be added to this file.